Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received h3 other text : na

Event description:
It was reported that the right ventricular lead exhibited high thresholds and low impedance. The lead was capped and replaced.